Event description:
A us distributor returned an electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the inability to communicate was the electrode belt orange wire and other wires were cut and broken in multiple places in on the cable. The root cause for inability to communicate with monitor was physical abuse. There was no adverse event that resulted from the damaged belt.